Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blades of both fluted balls has broken. This happened during surgery for a laminoplasty case. There was no patient harm. This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blades of both fluted balls has broken. The surgeon reported that the diamond ball got bald within 10 minutes of use. The operation was continued with the other cutting burr, a 3 mm coarse diamond ball. This happened during surgery for a laminoplasty case. There was no patient harm. This report is for an unknown coarse diamond ball.this report is for 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. This report is for unknown part unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.